Manufacturer narrative:
Reported event: an event regarding wear and pain involving a trident insert was reported. The event was not confirmed. Method & results: device evaluation and results: visual inspection: although the device was not returned an image of the explanted liner was made available. The image showed some damage to the surface of the liner and some apparent biological material on the liner. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: no further investigation is required at this time. The exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient had a primary triathlon total knee done 15 years ago at another institution. No records are available. Patient developed some pain and symptoms of poly wear. Patient was revised. The patellar was exchanged for an all poly cemented one. The poly insert was exchanged. The femoral and tibial components were well fixed. Update 29/october/2018: poly wear confirmed.